Event description:
It was reported that during an unspecified peripheral treatment procedure, ultra-thin diamond balloon dilatation catheter removal difficulties were encountered. The complainant indicated that "during the procedure, when they inserted the balloon, it did not come out. It got hung up on the sheath. In removing the catheter without the balloon, the dr had to pull the sheath out and the balloon was wedged in the sheath and came out." The procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported as "good."

Manufacturer narrative:
The facility disposed of this product, consequently, a returned product analysis will not be possible. As the lot number is unk, a review of the shop floor paperwork could not be performed. The root cause of the difficulties experienced during the procedure could not be determined.